Event description:
It was reported that the left ventricular (lv) lead dislodged. It was noted there was pacing failure and undersensing were found. X-ray showed lead displacement and lead fixation was unstable. The lead was removed. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.